Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.

Event description:
This is a spontaneous report by a consumer with supplemental information by a medical professional from (B)(6) of pyrexia and fungal peritonitis in a patient in her (B)(6)coincident with dianeal-n pd4 1.5% therapy. On an unreported date, the patient began treatment with dianeal-n pd4 1.5%, 2 liters, 3 times per day (lot number not reported), intraperitoneally (ip), for renal failure chronic. During a call with baxter (B)(4) technical service center regarding pick-up of the dialysis device, the consumer reported that the patient had experienced peritonitis and therapy was changed to hemodialysis. Upon follow-up, the medical professional reported that in (B)(6) 2011, the patient was hospitalized for fungal peritonitis, manifested by pyrexia, cloudy effluent and abdominal pain. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital and recovered from the fungal peritonitis on an unreported date in 2011. In early (B)(6) 2011, pd therapy was withdrawn and the patient was switched to hemodialysis. The root cause of the fungal peritonitis might be due to a break in aseptic technique or age-related decline of physical strength. Concomitant medications were not reported. The medical professional believed the event of fungal peritonitis was unrelated to dianeal-n pd4 1.5% therapy and did not provide an assessment of causality regarding the event of pyrexia.